Event description:
The report from the saga registry indicated that: a pt with a history of mi within two weeks of index procedure and CABG was admitted for a procedure. The pt had three vessels with >50% stenosis. The target vessl was the mid point of the saphenous vein graft (svg) to the 3.5mm ostial cx, that had 75% stenosis and a preprocedure timi flow of three. The lesion was 23mm long. A 3.5x23mm cypher stent was deployed at 16atm. The pt received iib/iia agents intraprocedurally. Postprocedure stenosis was 25%, per visial evaluation, and timi flow was three. The pt was prescribed plavix 75mg for 12 months. The next day, the pt experienced a non q-wave mi.